Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms# 617147. The device history report (DHR). Review is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. A product sample was received for evaluation. Visual and functional testing were performed. Both seals were removed/broken. Left and right cases were broken. The bottom case was broken. There was a check plunger alarm in history. Customer stated problem could not be verified during flow and occlusion tests. The root cause of the reported issue could not be determined. Performed preventive maintenance on the pump. D4 unique identifier is unknown. No information has been provided to date.

Event description:
It was reported that the check plunger occurred. No patient injury was reported.